Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen and back with coolsculpting developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data: a6 b5 d1 d4 g1 h6

Event description:
Treatment dates occurred on (B)(6)& (B)(6)2020 to the bra-fat area and on (B)(6)2020 to the upper & lower abdomen. A cooladvantage system applicator was utilized.